Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected high threshold measurements and loss of capture (loc) on the right ventricular (rv) lead one day post implant. There was evidence of asystole lasting 1.5 to 2 seconds in duration. Surgical intervention was performed to revise the lead. No additional adverse patient effects were reported. The device and lead remain in service.